Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "infusions are quick more than was programmed. The pump perfused 2 pockets (scheduled for 1:40 each) in 55 minutes. No alarm message. Customer declaration: infusions are quick spent more than was programmed. The pump perfused 2 pockets (scheduled for 1:40 each) in 55 minutes each pocket. No alarm message. Questions concerning : over / under delivery. Kindly acknowledge no patient was involved and no human harm caused. No. What software version is installed on the device? Unk for the moment, the pump will be returned to the (B)(6) soon. What were the treatment settings? A) rate: 120.6ml/h b) vtbi: 2 x 200ml c) time: 2x 1hr40 d) mode: continu e) what was the pressure (occlusion) sensor setting (0.4-1.2 bar)? Unk for the moment, the pump will be returned to the (B)(6) soon. F) administration set used (type and lot number): question requested to customer on 27/05/2016 and 31/05/2016. G) what catheter was used (size of catheter, type, catalog number, manufacturer, etc.?) H) what drug was administered during the event? Clayrig. I) priming method (manual / with pump): with pump. J) what volume was used for prime? No information available. K) what was the initial bag volume? 200ml x 2. Please describe the deviation between the programed and actual given treatment: over delivery the bag was empty after 55minutes of infusion instead of 1h40 programmed. A) is the vtbi different? No b) what is the deviation between the programed vtbi and the actual volume left? Over delivery the bag was empty after 55minutes of infusion instead of 1h40 programmed. Was the pump placed in a backpack during the treatment? No. Did you experience any alarms at the beginning / during / at the end of the treatment? If so, please detail the alarms and their occurrences: end of treatment. A) at which stage of the infusion did the alarm occur? (Prime / beginning of infusion / taper up / plateau / during bolus delivery / taper down/ etc.) No alarm occured. B) what was the vtbi presented on the pump screen following the alarm? Na. C) what was the volume left in the bag? Bag empty. Pump treatment information:set infusion time: 2 x 1:40. Volume: 2 x 200ml pockets. Type of drug:clayrig (immunoglobuline). Was there a prime performed:yes. Pump or manual:pump. Delay in therapy:no. Need for medical intervention:no. Human harm: no. Death or serious injury:no".

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "infusions are quick more than was programmed. The pump perfused 2 pockets (scheduled for 1:40 each) in 55 minutes. No alarm message. Customer declaration: infusions are quick spent more than was programmed. The pump perfused 2 pockets (scheduled for 1:40 each) in 55 minutes each pocket. No alarm message. Questions concerning : over / under delivery kindly acknowledge no patient was involved and no human harm caused. No what software version is installed on the device? Unk for the moment, the pump will be returned to the french service center soon. What were the treatment settings? Rate: 120.6ml/h. Vtbi: 2 x 200ml. Time: 2x 1hr 40. Mode: continu. What was the pressure (occlusion) sensor setting (0.4-1.2 bar)? Unk for the moment, the pump will be returned to the french service center soon. Administration set used (type and lot number): question requested to customer on 27/05/2016 and 31/05/2016. What catheter was used (size of catheter, type, catalog number, manufacturer, etc.?) What drug was administered during the event? Clayrig. Priming method (manual / with pump): with pump. What volume was used for prime? No information available. What was the initial bag volume? 200ml x 2. Please describe the deviation between the programed and actual given treatment: over delivery the bag was empty after 55 minutes of infusion instead of 1h 40 programmed. Is the vtbi different? No. What is the deviation between the programed vtbi and the actual volume left? Over delivery the bag was empty after 55 minutes of infusion instead of 1h 40 programmed. Was the pump placed in a backpack during the treatment? No. Did you experience any alarms at the beginning / during / at the end of the treatment? If so, please detail the alarms and their occurrences: end of treatment. At which stage of the infusion did the alarm occur? (Prime / beginning of infusion / taper up / plateau / during bolus delivery / taper down/ etc.) No alarm occured. What was the vtbi presented on the pump screen following the alarm? Na. What was the volume left in the bag? Bag empty. Pump treatment information:set infusion time: 2 x 1:40. Volume: 2 x 200ml pockets. Type of drug:clayrig (immunoglobulin). Was there a prime performed:yes. Pump or manual:pump. Delay in therapy:no. Need for medical intervention:no. Human harm: no. Death or serious injury:no".